Manufacturer narrative:
This lead has not been returned. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low p-wave measurements. It was also noted the lead was not delivering pacing when required. It was determined the lead had dislodged. An invasive procedure was performed. During the revision procedure, the helix was unable to be retracted. Therefore the lead was explanted and replaced. No additional adverse patient effects were reported.